Manufacturer narrative:
At the end of the coronarography the physician wanted to close the right femoral artery with an exoseal. The insertion of exoseal in sheath introducer worked properly but at re-drawl exoseal window went to red after only few mm and never return to black/white. The blood-back was working properly never the less as per exoseal recommendation, the procedure was discontinued and the plug was not deployed. The patient is a (B)(6) female. The product was properly inspected and prepped and no anomalies were noted. A 5fr avanti sheath (11cm) was used in the procedure. It is unknown if femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was not observed in the indicator window. The vcd and sheath were removed as a single unit and manual compression was performed to achieve hemostasis. There were no reported bleeding complications. There was no reported injury to the patient. The physician had used the device more than 100 times previously. One non-sterile 5f exoseal was received inside a plastic bag. Indicator window was received on black/white position. The guard was depressed. Deployment lever was not depressed. The plug was received in the delivery shaft. Indicator wire was no retracted. There were blood residues noted in the delivery shaft. Cordis 5f catheter sheath introducer was received. Not damages were observed in the indicator window. Not other anomalies were observed in the returned device. All the component involves in the indication were properly assembled, no discrepancy was found with the engagement with cowling guard and the left case. Indicator window no achieved on different positions due to dried blood residues that lock the indicator wire. It was observed a gap between the lens graphic and indicator graphic as expected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures 'indicator window incorrect indication" was confirmed since functional test could not performed due to dried blood residues lock the mechanism .the cause of the failures could not be conclusively determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator's thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
At the end of the coronariography the physician wanted to close the right femoral artery with an exoseal. The insertion of exoseal in sheath introducer worked properly but at re-drawl exoseal window went to red after only few mm and never return to black/white. The blood-back was working properly never the less as per exoseal recommendation, the procedure was discontinued and the plug was not deployed. The patient is a (B)(6) female. The product was properly inspected and prepped and no anomalies were noted. A 5fr avanti sheath (11cm) was used in the procedure. It is unknown if femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was not observed in the indicator window. The insertion of exoseal in sheath introducer worked properly but at re-drawl exoseal window went to red after only few mm and never returned to black/white. The indicator window signal was not flickering. There was no change at all to the indicator window signal. The blood-back was working properly never the less as per exoseal recommendation, the procedure was discontinued and the plug was not deployed. The vcd and sheath were removed as a single unit and manual compression was performed to achieve hemostasis. There were no reported bleeding complications. There was no reported injury to the patient. The physician had used the device more than 100 times previously.